Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.2, pocket a4 failed to open. A field service engineer inspected and re-organized the bus cable. The rear cover of main drawer 2 was removed to inspect and reseat connections. Diagnostics revealed a pocket with a jammed lid, which was cleared. A functional test was performed, and the station was successfully rebooted back to the application. Customer tested the station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer pocket was failed to open and unable to recover. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.